Manufacturer narrative:
(B)(4)¿ device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: no pump data from the time of the event was available due to continued patient use. A review of the total daily dose history for the available date range showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.

Event description:
The reporter (the pt's mother) alleged that the pump was not delivering insulin and the pt was testing "mod-high" for urinary ketones. The reporter claimed that the pt's blood glucose levels had been running in the "400's". The reporter had been in contact with the pt's doctor during the time of concern, the pt reportedly started to receive injections via syringe and her blood glucose levels had gone down to the "low 300's" mg/dl. According to the reporter, the pt's normal blood glucose levels are in the "140's" mg/dl.

Manufacturer narrative:
Through investigation, the animas cde determined that the pump's date/time was set correctly. The rep also determined that basal and bolus settings were correct and the tdd (total daily dose) was adding up correctly. Empty cartridge alarms were identified in the history menu on 09/03 and 09/06. Prime history showed adequate fill cannula dn priming amounts - however prime is occurring 30 mins to 2 hrs following empty cartridge alarm. Air bubbles were reportedly not an issue and insulin was determined to be new. The pt was not reusing cartridges.